Event description:
The customer reported that a primary infusion of ketamine 250 mg/250 ml emptied sooner than expected. The order was for 2mcg/kg/minute which calculated to a rate of 8.6 ml/hr. The medication had been previously infusing without issues. A new bag was hung on (B)(6) 2014 at approximately 2100 and was found empty on (B)(6) 2014 at approximately 0030. The customer reported that there was no respiratory depression or other harm; however the patient experienced significant euphoria.

Manufacturer narrative:
Manufacturer's report date: 08/06/2014. (B)(4). Devices not received, log review only. Conclusion code field left blank - no available code for undetermined or unknown cause. The customer's report of ketamine emptying too soon could not be confirmed. The pcu event log showed that the event pump module was last used to program ketamine 250 mg in 250 ml at 9:09:12 pm on (B)(4) 2014. The infusion continue at 8.6 ml/hr until 12:55 am on (B)(4) 2014 when the device was channeled off. During the infusion there were multiple alarms for flo stop open. Most of these were resolved in 3 to 8 seconds; however, there were two instances when the flo stop open was resolve in 8 minutes and 5 seconds and 2 minutes and 21 seconds, for a total of 15 flo stop alarms. In total the flo stop was open for 11 minutes and 30 seconds. If the user failed to activate the roller clamp during these events unregulated flow would have occurred and could be the cause of the reported complaint. The amount of fluid that was recorded as being delivered between 9:09 pm to 12:55 am was 26. 24 ml. The event log cannot determine the amount of fluid that was in the bag when this infusion was started, however it is possible for a significant amount of fluid to have free flowed through the set in the time that the device was in the flo stop open state. The root cause of the customer's experience of ketamine infusing too soon was not identified.